Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room for non device related reasons. Upon interrogation, the pulse generator exhibited an alert for low impedance measurements and loss of output. The patient had been lost to follow-up. On (B)(6) 2016 the device was explanted and replaced. No patient symptoms or additional information was reported.